Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, in 2009 the patient developed left iliopsoas insufficiency and left hip flexion weakness. In 2018 there was evidence of fluid collection around the hip area, early tendon attrition, and urine cobalt levels of 12.4 mcg/l and blood cobalt levels of 2, 6 mcg/l. The patient also had evidence of neurologic affectation suggesting chronic toxic encephalopathy and adverse reaction to metallic debris. Upon revision it was found a cystic pseudotumor.

Manufacturer narrative:
FDA report number: mw5092199.